Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the issue was their parkinson¿s. Nothing was done to resolve the poor connection, but an appointment was scheduled for september 23rd for an adjustment.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when patient's pacemaker was implanted on (B)(6) the doctor needed to move the left side implanted neurostimulator to make room and noticed the wires had "wound up" and the doctor "untwirled them" . The doctor also had to make some therapy changes due to the proximity of the pacemaker and told the patient that they would not get 100% therapy relief on the right body side from left implant anymore, but that the doctor would give patient access to increase programming some in case of tremors. At the time this programming was set, the doctor had some difficulty connecting to implant but was able to make connection. Patient tried using programmer to change programming because they were been having some tremors (following the programming changes) and was not able to connect to implant at all. During the call repositioning helped to connect to implant once, but lost connection before the increase to stim could be made.